Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the down button on the patient's infusion device was not functioning. The rubber covering up button was damaged. The menu button took high effort to receive a response. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the up button are lacerated. The damages did not influence the functionality of the insulin pump. The buttons function were tested successful and comply with the product specification. The problem mentioned by the customer is related to careless handling of the product.